Event description:
The recipient is reportedly experiencing pain and inflammation at the implant site. The recipient was prescribed antibiotics and steroids for 8 days. The recipient's pain resolved. The recipient was prescribed an anti-inflammatory. Revision surgery is under consideration.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's inflammation has reportedly resolved. The recipient remains implanted and is wearing the device. This is the final report.

Manufacturer narrative:
The recipient reportedly continues to experience inflammation.

Manufacturer narrative:
The recipient's inflammation is reportedly improving.